Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangeopancreatography using an extractor rx retrieval balloon (patient age and gender unknown), the balloon, "separated from the catheter". The physician retrieved the balloon with an unknown device and successfully completed the procedure with another extractor rx retrieval balloon. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are being performed; results will be provided in a follow-up medwatch report.